Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d unique device identifier (UDI), section e initial reporter occupation and other occupation, section g manufacturing location. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of "ms4b aux drw 4.2 not detected on bus" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that there were no active failures when inspecting device. The fse removed back panel, and the bus wire had small cut mark. So, the fse replaced 6 drawer bus wire. After device rebooted, hh drawers 1.1 and 1.2 were not detected on the bus, and the controller board lights were off. The fse reseated connections, rebooted device and all lights lit up properly. The report was closed. During dchu visual inspection: pn 120547-01: the "assy cbl pyxibus 6 drawer" was received with exposed copper strands and black marks. During dchu testing: pn 120547-01: no further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a faulty "assy cbl pyxibus 6 drawer" due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was faulty assy cbl pyxibus 6 drawer due to the exposed copper strands with signs of thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was failed to detect on the communication bus. The field service engineer (fse) inspected the drawer back panel and found that the bus wire was cut. The fse replaced the bus wire and rebooted the station. Then the fse noted that the half height drawers 1.1 and 1.2 were not detected on the bus, and the controller board lights were off. The fse reseated the connections, and the device was rebooted again. All lights on the controller boards lit up properly. Diagnostics were used to test multiple drawers and confirm that all drawers were detected. The fse assigned the drawers successfully via the enterprise application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.